Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted. The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
Received info stating customer received a change cartridge alert. Reportedly customer had not changed the cartridge in three days. Reportedly, customer's blood glucose level was impacted.